Manufacturer narrative:
Additional information provided in a.2., a.3., b.5., and b.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that there was no patient harm and the patient's issues have resolved.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the iol will be exchanged for an unknown reason. Additional information was provided by the nurse that the iol was exchanged for a different model iol due to monocular diplopia.